Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that the catheter breakage was confirmed by CT. The catheter was removed. The port body has not been removed yet. There was no reported patient injury.

Manufacturer narrative:
Additional information was received from the complainant on 6/6/2018, and the associated fields were updated. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the catheter breakage was confirmed by CT. It was reported at a later date that the catheter segment migrated to the heart. The catheter was removed. The port body has not been removed yet. There was no reported patient injury.

Event description:
It was reported that the catheter breakage was confirmed by CT. It was reported that the catheter segment migrated to the heart. The catheter was removed. The port body has not been removed yet. There was no reported patient injury.

Manufacturer narrative:
H10: our firm received an email from FDA problem report specialist, (B)(6), on 17-aug-2023 indicating that the previous supp (3006260740-2018-01232-8) had an erroneous g6 entry. The 'type of MDR report follow-up #" for the sup submitted on 08-oct-2018 was incorrectly entered as '8' when it should have been entered as follow-up #2. This supplemental serves as a correction to that error. The investigation summary below was unchanged. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: h6 (results 1). H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.